Event description:
It was reported that the subject device had image blackout. The issue was found during cleaning and disinfection. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, g3, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had image blackout. The issue was found during cleaning and disinfection. There were no reports of patient harm.